Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. No broken battery cap noted.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer¿s blood glucose level was 238 mg/dl at the time of incident. The insulin pump will be returned for analysis.